Event description:
Zoll monitor unit model m-series being used in a medical transfer setting for a cardiac arrest call. After an et tube was placed, verified with stethoscope and tube check, co2 monitor was plugged in and placed on tube. There was no reading. Co2 monitor zeroed according to protocol and still no reading. Started again with entire process and still no results. Unit pulled and biomed dept staff unable to duplicate problem. The unit was sent to zoll for co2 software and hardware update.